Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive results for one patient. Unknown what flu analyte was false and if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer did not provide additional information.